Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled multiple infusion sets with insulin, however, no drops were observed exiting the tubing. The customer's blood glucose level was 400 mg/dl with trace ketones. The customer administered a manual injection. The customer changed the cartridge and infusion set and was still unable to observe drops exiting the tubing. Multiple attempts were made by tandem technical support to follow-up with the customer however no response was received.